Manufacturer narrative:
(B)(4). The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in the inferior vena cava (ivc) position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Note: the device was used in an off-label implantation in the ivc position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with ivc procedures, the available training materials were reviewed only for information potentially relevant to the device use. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral transcatheter valve replacement procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to procedural factors (operator advancing the sheath without the loader). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was prepped for implant into a pre-existing stent in the ivc. The patient was admitted for right side heart failure with tricuspid valve insufficiency. During insertion the esheath appeared not to be advanced into the ivc, only into the distal iliac vein before introducer removal. The introducer was then removed and the sheath was advanced again without the introducer. There was no insertion difficulty or resistance on either attempt. The valve was successfully implanted. There was no withdrawal difficulty. Upon removal an extravasation was noted in the femoral vein/distal ivc. The patient was given one unit of blood and remained stable. No further intervention was required. Post implant there was no central leak. Per the records, "there was still communication between ra and large r-sided hepatic vein; therefore an additional s3 29mm was implanted more superiorly so that the fabric skirt would occlude this area." The operators were not sure if there was pvl, however the pressure in the ivc "was not normal" therefore a second 29 mm sapien 3 valve was implanted in the superior half of the of the outflow of the first valve. The ivc pressure returned to normal. The patient was doing well post procedure. Per medical opinion, it was unknown what caused the extravasation, however the esheath was advanced by the operator without the introducer in place. The operator didn't advance the esheath far enough into the ivc before removing the introducer from the sheath.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13313.